Event description:
Customer reported an employee tested positive with the cue covid-19 test for home and over the counter (otc) use on (B)(6) 2023 or (B)(6) 2023. Individual tested negative on (B)(6) 2023 with an unspecified brand of pcr test with nasal swab. Individual had no symptoms or known exposure, but noted that one person on the property was positive and testing at the time, but both parties were wearing masks. Cartridges were stored within the validated temperature range. Reader sn, cartridge sn, lot number, and exact test date were not provided.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.